Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided customer with reset information, and was told to follow up for further assistance. There was no adverse impact to the customer¿s blood glucose level.